Event description:
On (B)(6), a patient underwent a dialysis catheter placement procedure. On (B)(6) 2025, the catheter was allegedly found emulsified and allegedly got bent. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. A photo review was provided, the investigation of the reported event is currently underway. Section a through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On march, a patient underwent a dialysis catheter placement procedure and the device was implanted. Post the procedure, the catheter was allegedly found emulsified and bent. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a catheter implanted into the patient. Opacification and deformation can be noted near the bifurcation area in both extension legs. A kink can be observed below the bifurcation area on the blue extension leg. Therefore, the investigation is confirmed for the reported catheter opacification and deformation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.